Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the right ventricular lead was re-positioned several times, but the electrical parameters were unsatisfactory. High pacing impedance and high capture threshold were noted. The lead was removed and replaced. The patient was in stable condition.

Manufacturer narrative:
Analysis found that a complete lead was returned in one piece measuring 52.2cm. The damage found was sustained during the surgical procedure. The lead was otherwise normal.